Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported right side rupture and "firm". The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture and broken device- made contact with patient: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported right side ¿tear disintegrated¿ observed during surgery. Device has been explanted.

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.